Event description:
Information was received from a patient receiving intrathecal fentanyl, hydromorphone, and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain. It was reported that the patient stated 'about a week and a half ago, I bumped my pump pretty hard and it was scraped and bruising and it had been stinging since then. The patient called the healthcare provider right away and they said to give me a bolus like usual and to contact you guys right away. ' agent assisted the patient in connecting to their pump. Patient mentioned they had an appointment with their healthcare provider later today because they were having a procedure done and they were going to ask for an increase in medicine and increase in their boluses. When agent inquired about event date, patient stated, 'I don't know. It was last week. I think it was probably two days ago,' later confirmed it happened 2 times last week. Patient stated 'I did my bolus and I was looking at my tablet and it automatically just offered me another bolus two more times. I didn't click out of it. When I looked back in my reporting to see if it was recorded, it wasn't. It just happened on its own. I got through the first time on the first night and I just shut it off because I wasn't requesting another one. ' when agent inquired twice if they got the bolus started screen and then saw 'deliver bolus' again or not, patient did not confirm or deny but just stated 'I didn't request another one right away or anything, it just happened. ' per therapy details in myptm app: lockout: 1 hour and 4 minutes (patient confirmed they bolused shortly before calling) bolus duration: 2 minutes lockout duration: 2 hours dose restriction: 1 bolus / 2 hours max activations: 8 boluses / day. Patient stated 'I have had problems with it this last year, and they've been putting it up and finally I got pissed off and I asked for an increase and more boluses for the day. I said just put a new one in. I'm tired of the problems. I beat myself over and over again and repeat myself and no one does it. It was something with the pump because I had bumped it other times, but this last time was a hard fall. I want the pump replaced because it's negatively affecting me - my spine, my neck, and stuff.' Patient stated handset 'stays at 91% for a little bit' when connecting. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) stating that when the patient referenced "procedure", the patient was referring to a steroid injection that they received not due to any issue with the pump. This was not related to the medtronic device or therapy. The providers confirmed that on march 28th , 2024 and the pump logs were normal and her reservoir expected vs. Actual within spec. The cause of the pump "negatively affecting" the patient was determined to be due to ¿her poor cognitive abilities combined with mental illness do not allow her to fully understand the pump therapy. Her symptoms are largely caused by mental illness¿. Actions/interventions taken was that they had a pump reprogramming appointment, and patient met with provider and everything was normal per provider standers. The most up to date software, confirmed that no update was needed on programmer. It was determined that the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID(B)(4) lot# serial# unknown implanted: explanted: product type software product ID (B)(4) lot# serial#(B)(6) own implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.